Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 to reposition the ipg. However, the physician observed ¿milky¿ fluid upon opening the ipg site. The physician explanted the ipg due to possible infection. Cultures taken; came out to be negative for infection. However, it was reported the patient was on antibiotics for about a week prior to the surgery for unrelated health issue. The patient was prescribed another course of antibiotics and the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described as heating sensation) at the ipg site after few hours of the ipg turned on. Surgical intervention may be taken at a later date to address the issue.